Event description:
Sudden loss of hearing sensation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode due to an external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. There was a sudden loss of hearing sensation. Re-implantation is considered.